Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via telephone call that the insulin pump alarmed for a motor error and that the blood glucose went high. The blood glucose reading was 531 mg/dl. The customer was treated with manual injections. The parent reported that the drive support cap appeared normal and recessed. The insulin pump had not been exposed to a strong magnetic field. The parent was able to complete the rewind. The insulin pump passed the displacement test. The parent was advised that the alarm was caused by a connection issue and to call back if the alarm reoccurred.